Manufacturer narrative:
(B)(4). Date sent: 4/6/2026. D4: batch # c9et5. Investigation summary. The product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned el5ml showed no visible external damage. During functional testing the device advanced and partially formed one (1) clip as a result of an anti-backup mechanism failure, then proceeded to feed and form five (5) conforming clips; the device subsequently locked out as designed. The instrument was disassembled for internal evaluation. Inspection revealed the trigger insert teeth were improperly molded, which prevented correct engagement of the anti-backup mechanism and caused the partially formed clip. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. Users are advised to ensure the jaws are fully open before loading a clip, to load a clip by partially squeezing the trigger in a smooth continuous motion, and to position the jaws with the preloaded clip completely around the structure to be ligated. Excessive twisting or torquing of the instrument jaws may result in clip malformation, and inserting the clip applier through a trocar with a clip present in the jaws may result in clip malformation, dislodged clips, or damage to the instrument. Device history review: a manufacturing record evaluation was performed for the finished device batch c9et58 number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown procedure, the clip was double-fed into the jaws. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.